Event description:
The customer stated that she received a blood glucose reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 190 mg/dl. The normal control range was 94-129 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test stirps were sent to the customer.